Event description:
It was reported that the left ventricular (lv) lead became dislodged. The patient is scheduled to have lead replacement procedure with a conduction system pacing (csp) lead. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".